Manufacturer narrative:
(B)(4). The service engineer (se) replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during service for 840 ventilator the oxygen (o2) sensor failed calibration. The ventilator was not in use on a patient at the time the event occurred.